Event description:
During a clinic follow up, it was noted that the device had an alert for elective replacement indicator (eri) due to suspected premature battery depletion. The device was explanted and replaced to resolve the event and the patient was stable with no adverse consequences reported.

Manufacturer narrative:
Additional information: the reported field event of a premature depletion was not confirmed. Longevity analysis found the battery depletion to be normal. Sensing, pacing, pacing lead impedance, high voltage (hv) lead impedance, hv charging, hv delivery and hv shock impedance were tested with no anomalies noted.